Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was giving an error 2 message when attempting to test his blood glucose. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 9pm. The patient reportedly manages his diabetes with an unknown type of insulin and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. Approximately 5 minutes after attempting to the test, he reportedly developed symptoms of "shaking and confusion". At an unspecified time, the patient reportedly ate a glucose tablet for treatment. No other device was used for testing. At the time of troubleshooting, the cca noted that the meter was not brand new. The testing technique was correct. The issue was resolved with a retest over the phone. Replacement products were sent to the patient and the subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.